Event description:
It was reported that patient was revised on a right hip due to pre-op diagnosed with failed hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up device not returned to manufacturer.